Event description:
The customer wanted to know why the donor was not eligible to donate a double red cell product on (B)(6) 2011, when he was able to do so on a previous donation on (B)(6) 2011. No medical intervention was necessary. The donor did not have any adverse events for the drbc collection. This report is being filed due to operator error that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: there was no internal part eval since there was no part replaced in the field or returned to cardianbct. A review of the device history record for this unit showed no irregularities during mfg that were relevant to this issue. The run data file was analyzed for the previous donation on (B)(6) 2011. It was discovered that the operator falsely increased the donor's hematocrit to 41% which made him eligible to donate a drbc. The trima accel system operated as intended. Root cause: operator error. Corrective/preventive action: a report of operator error trends is distributed quarterly to the sales and implementation teams to determine the needs for targeted training opportunities.